Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID: 9735999, lot #: n/a fdc d16, fdm b02, fdr c21 h3: a medtronic representative visited the site to perform another system checkout. It was noted that when the ssd was replaced the system was functioning correctly. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that no other troubleshooting was done and the issue was not yet resolved. The cause was likely a corrupt file and logs were sent in to technical services. The bad hard drive would be sent for analysis as well.

Manufacturer narrative:
H2) additional information: lot number of product ID: 9735999 is s3z6nb0k320700b h3) the solid state drive (ssd) was returned to the manufacturer for analysis. Analysis found that the reported issue could be confirmed; it would not load the app launcher and the system would display a black home screen with no icons. This issue was documented in a medtronic navigation hardware anomaly tracking database. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9735736, serial/lot #: (B)(4). UDI#: (B)(4). A medtronic representative visited the site to perform a system checkout. They were unable to uninstall the software or fix the errors. They also couldn't get the software to boot up after that. Fdm b01, fdr c19. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a manufacturer representative regarding a navigation system outside of a procedure. It was reported that after a case the site tried to swap to another system but were unable to import exams via cd or pacs. They got a transfer failure message with details stating: "unable to create volume in db." They swapped to a 3rd system for their upcoming case. Additional information was received: it was reported that when trying to uninstall the application, they received an error stating "failed to run opt/mnav" and it would not allow them to uninstall. They tried uninstalling the spine license with no success. They rebooted the system and received the efi shell error. They soft rebooted the system which went to the grub menu and he proceeded through the screens and ignored/fixed the errors. When restarting, they reached the log in screen and logged into stealthadmin. They tried to uninstall the spine license and received a message stating that an error occurred and the uninstall was abandoned. They tried to uninstall the application with the same result. Technical services believed the ssd may be corrupted. The rep was going to order an upgrade ssd kit from customer service since the system was under an ssa.